Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in emergency room due to hypoglycemia. Customer's blood glucose value was 24 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any symptoms or treatment related to low blood glucose event. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump was not alleging was under delivering. Customer stated that the insulin pump did not the self test. The device will not be returned for analysis.

Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was dispatched with the emergency medical service but was not taken to the hospital and the customer was alleging the insulin pump over delivery of the insulin. The customer was using auto mode on insulin pump during low blood glucose event. The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2019.